Event description:
Healthcare professional reported right rupture. It was later reported texture to smooth exchange. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) ¿ anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right rupture. It was later reported texture to smooth exchange. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. It was later reported texture to smooth exchange. The device was explanted and replaced.